Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 4 in the mouth, primary stability was not obtained upon insertion. Clinician reports a low sinus, mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. The dentist reported that he had to remove the dental implant because the patient¿s sinus was low and he could not drill further.

Event description:
The clinician reported that on the day the immediate implant was placed in (B)(6) site 4 in the mouth, primary stability was not obtained upon insertion. Clinician reports a low sinus, mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)